Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the dura guard (protective foot) and back post had been broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force being placed on the device during use which was misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date returned to manufacturer was documented as (B)(6) 2015 in the initial report. It has been updated to (B)(6) 2015. Device manufacture date: the device manufacture date was documented as (B)(6) 2014 in the initial report. It has been updated to (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that the foot of the craniotome device broke off. According to the report, the scrub nurse observed that the piece of the device that sits underneath the skull bone when cutting through the bone had broken off. As a result, there was a fifteen minute delay in the surgical procedure. There was patient involvement. It was reported that an x-ray was performed to check if the broken piece of metal was present inside the patient¿s head. Assessment of the x-ray did not locate the missing piece inside the patient. It was suggested that the piece of metal may have gone into the suction that was used during surgery. It was further reported that an x-ray was performed on the suction bottle and the missing piece of the metal was located within the bottle and was retrieved. It was not reported if a spare device was available for use. There were no injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.